Event description:
The pt has experienced elevated blood glucose of up to 14 mmol/l (252 mg/dl) for the past 6-7 weeks, and she believes the insulin delivery of the infusion device inaccurate. She treated hyperglycemia with an insulin syringe. She reported the vibration sounds 'abnormally loud" during bolus delivery and the infusion device sometimes goes into the "mute" function. She did not have an infection or start new medication, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.